Event description:
(B)(6), 2011, check band alarms at 1131, 1142 and 1158 with no apparent reason for alarming. (B)(6), 2011 0250, 0255, 0300 yellow check band alarmed frequently. Adjusted and checked bands. No apparent reason for alarm. At 0305 to nursery for new sensor and new band. Alarmed again at 0625, again with no apparent reason for alarm, however band readjusted again.